Manufacturer narrative:
Company rep replaced the boards and reprogrammed the units. Calibrated units to factory specifications.

Event description:
Customer reported the panorama telepack would not connect to the panorama server, which may have resulted in loss telemetry monitoring. No pt injury was reported.